Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-28, lot# v060218, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had interstitial cystitis. It was noted that the patient experienced back pain the last couple of months. The etiology of the event was reported as ¿new illness, injury¿. The patient followed up with their ob/gyn provider who believed that the pain was due kidney stones or interstitial cystitis. The patient was treated with elmiron (100 mg, t.i.d). The outcome of the event was reported, as of (B)(6) 2011, as resolved without sequelae. If additional information is received, a follow up report will be sent.